Manufacturer narrative:
(B)(4). G2. Saudi arabia. Confirmed, the plate broke by one of the holes. The plate was broken between the 3rd and 4th screw holes with mild superior displacement of the distal portion of the plate. Bone loss was noted and non-union indicated the patient had poor bone quality and non-compliance contributed to the plate break. The most probable root cause determined the plate broke due to non-union and noncompliance. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was no complete bone healing, revision surgery was completed to remove the broken plate, and the hardware was replaced by a competitor's nail instead. The patient was not compliant, no report of injuries. No additional information was provided.